Manufacturer narrative:
After its receipt, the ICD was first inspected visually. In the process, the sparkover traces were detected on the ICD housing. The dot-shaped spots of locally molten titanium indicate a sparkover during a shock delivery between the housing and the high-voltage conductor of the lead. In agreement with the clinical observation, it was not possible to interrogate the ICD. Therefore, the housing of the ICD was opened in a next step, and the internal structure was examined. During the examination, damage of the final shock stages of the electrical module could be detected. This damage is most likely the result of a shock delivery into an external low-ohmic shock path, matching the sparkover traces on the ICD housing. The damage to the module then led to a permanently increased current uptake and subsequently to a discharge of the battery. Because of the discharged battery, the ICD could no longer be interrogated. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A standard final electrical test that was performed documented proper device behavior.in summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. This is consistent with the insulation damage to the ICD lead that was described in the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 38 months, it was reported that the ICD could not be interrogated during a follow-up on (B)(6) 2015. During the subsequent revision, the ICD was exchanged. A suspected insulation defect could be seen on the lead. However, since it was very grown in, it was capped and remained inside the patient. The ICD was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.